Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
It was reported via a voluntary medwatch form that the patient's right ventricular (rv) lead exhibited low defibrillation impedance. Further information was not provided.